Event description:
It was reported that, "there was a proximal femur fracture so the doctor proceeded to a constrained liner. No other information per hospital protocol."

Manufacturer narrative:
Method - review of device history, complaint history & IFU. Based on the evaluation, the failure was not confirmed nor a root cause determined as the devices and patient medical information were not returned at the time of evaluation. Device history review indicated the reported devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events regarding fractures for the reported lot ID. IFU stated that the surgeon must caution/warn the patient to limit activities and protect the replaced joint from unreasonable stresses, and to follow the instructions of the physician with respect to follow-up care and treatment. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same event as: MFR # 2249697-2012-00957.